Event description:
It was reported that during a hand assisted sigmoid procedure, after firing there was a gaping hole in the staple line and the leak test confirmed a leak. The donuts were not complete. The procedure was completed with another device. Without consequence to the pt. Device will not be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.